Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseous"), fatigue ("extreme fatigue"), emotional disorder ("emotional"), food craving ("food cravings"), abdominal distension ("bloated stomach") and amenorrhoea ("I haven't had a period since got essure"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nausea, fatigue, emotional disorder, food craving, abdominal distension and amenorrhoea outcome was unknown. The reporter considered abdominal distension, amenorrhoea, emotional disorder, fatigue, food craving, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseous"), fatigue ("extreme fatigue"), emotional disorder ("emotional"), food craving ("food cravings"), abdominal distension ("bloated stomach"), amenorrhoea ("I haven't had a period, since got essure") and amnesia ("memory loss or short or long term: yes"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nausea, fatigue, emotional disorder, food craving, abdominal distension, amenorrhoea and amnesia outcome was unknown. The reporter considered abdominal distension, amenorrhoea, amnesia, emotional disorder, fatigue, food craving, medical device removal and nausea to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, social media content received: reporter. And new event: memory loss or short or long term: yes was added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseous"), fatigue ("extreme fatigue"), emotional disorder ("emotional"), food craving ("food cravings"), abdominal distension ("bloated stomach"), amenorrhoea ("I haven't had a period since got essure") and amnesia ("memory loss or short or long term: yes"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nausea, fatigue, emotional disorder, food craving, abdominal distension, amenorrhoea and amnesia outcome was unknown. The reporter considered abdominal distension, amenorrhoea, amnesia, emotional disorder, fatigue, food craving, medical device removal and nausea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nausea ("nauseous"), fatigue ("extreme fatigue"), emotional disorder ("emotional"), food craving ("food cravings"), abdominal distension ("bloated stomach") and amenorrhoea ("I haven't had a period since got essure"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, nausea, fatigue, emotional disorder, food craving, abdominal distension and amenorrhoea outcome was unknown. The reporter considered abdominal distension, amenorrhoea, emotional disorder, fatigue, food craving, medical device removal and nausea to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media. Medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-medical device removal. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.